Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accu tni (troponin 1) and ck-mb results generated on a unicel dxi 800 access immunoassay system. The customer re-ran the samples and the results were in the normal reference range. The initial erroneous results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was onsite (B)(4) 2008 to (B)(4) 2008 to investigate the event. The fse indicated the customer performed a precision run on a tni and ck-mb with all three levels of controls and results were within specification. The fse checked the maintenance records which indicated that aspirate probe/dispense probe maintenance had not been done since 02/22/2008. The fse checked system check results and they were within specifications. The fse performed high sensitivity system check with the foam portion of the test failing. Further investigation by the fse indicated that the instrument is due for a preventative maintenance (pm). The pm was completed by the fse. The fse adjusted and repaired pipettor 4 ultrasonic's, replaced clogged air filter and repaired a leak in the quick connecting fitting for pipettor 1. The fse performed a system check and high sensitivity check after the pm and both tests passed within specifications. The fse verified repairs per established procedures and results meet published performance specifications. Although, the fse addressed hardware issues, a definitive root cause could not be determined for this event. This is one of two separate MDR reports related to two patient events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02028, 02029 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 thru october 23, 2010 for additional reportable events.